Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and nonunion. No other patient outcomes were reported as a result of this event. The medial plate and two screws were broken.

Manufacturer narrative:
B5. It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and nonunion. No other patient outcomes were reported as a result of this event. The medial plate and two screws were broken. B3. Date of event: 12/19/2022. D6. If explanted, give date: on (B)(6) 2022. E1. Initial reporter: (B)(4). E2. Health professional? Yes. E3. Occupation: nurse. G2. Report source: company representative. G3. Date received by manufacturer: 04/27/2023. H1. Type of reportable event: serious injury. H2. If follow-up, what type? Additional information. H6. Health effect - clinical code: 1994, 2369. Health effect - impact code: 4627. H10. It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2022 due to pain and nonunion. The medial plate and two screws were broken. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, the medial plate and two broken screws were removed and replaced in a revision surgery on (B)(6) 2022 due to pain and nonunion. Additional information indicates during a subsequent follow-up the original dorsal plate was also found to be broken. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
B1: adverse event and product problem. B3: date of event: (B)(6) 2021. B5. It was reported that after an initial bunion surgery on (B)(6) 2019, the medial plate and two broken screws were removed and replaced in a revision surgery on (B)(6) 2022 due to pain and nonunion. Additional information indicates during a subsequent follow-up the original dorsal plate was also found to be broken. No other patient outcomes were reported as a result of this event. G3. Date received by manufacturer: 06/22/2023. H1. Type of reportable event: serious injury. H2. If follow-up, what type?: additional information and correction. H10. It was reported that after an initial bunion surgery on (B)(6) 2019, a broken medial plate, two broken screws, and lucency were discovered at the 12-month follow-up. Although lucency was noted, the surgeon stated the patient was "totally stable", had no symptoms, and chose to leave all hardware implanted. Subsequently, on (B)(6) 2022 the medial plate and screws were removed and replaced due to pain and non-union. The dorsal plate remained implanted with no issues at the time, however was later discovered broken. The patient is not having any issues with the broken dorsal plate, which currently remains implanted, and will be monitored by the surgeon. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the devices were likely subjected to excessive bending stresses which resulted in breakage. The company will supplement the MDR as necessary and appropriate.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records for all devices intended to be implanted were reviewed (sk12, 1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. It was reported that after an initial bunion surgery on (B)(6) 2019, a broken medial plate, two broken screws, and lucency were discovered at the 12-month follow-up. Although lucency was noted, the surgeon stated the patient was "totally stable" and had no symptoms. All hardware currently remains implanted with no reported plans for a revision. A number of factors could have contributed to breakage of the hardware, and although the most likely cause cannot be determined based on the available information, the devices were likely subjected to excessive bending stresses which resulted in their breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019 , a broken medial plate and two broken screws were discovered during review of radiographic images at the patient's 12-month follow-up. The devices currently remain implanted with no revision scheduled at this time.